Event description:
It was reported that cadd legacy pump alarmed no disposable, pump won't run. No patient injury reported. Used backup pump and resumed infusion.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing upon receipt and the device was contaminated from fluid ingression. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as fluid ingression and contamination was found on the downstream occlusion sensor by the chassis base which possibly caused the issue. Root cause of the reported issue is attributed to customer induced contamination via fluid ingression. The downstream occlusion sensor will be replaced. The product is beyond 5 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously. Corrected data: corrections d4: model number: 6400, d5: operator of device: unknown, g3: report source: other, mw5107759, h4: device manufacture date: 21-mar-2017.